Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A handpiece (hp) was returned for this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The handpiece (hp) was returned for this investigation. A visual assessment of the returned sample revealed cable damage and dented irrigation line. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured and was found to be within specifications. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported events are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation, the ultrasound coagulated viscoelastic, which had clogged the phacoemulsification handpiece tip. This impaired flow caused the handpiece to overheat, and the patient experienced a corneal burn in the right eye, resulting in wound leakage, anterior chamber collapse, and corneal opacities. Sutures were required, and the procedure duration was prolonged. Astigmatism was observed postoperatively. The patient's current symptoms were improving. This report pertains to the ophthalmic handpiece involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.